Event description:
As reported: the epicardial lead was capped due to sensing issues in 2017; reference MDR 2183787-2017-00070 that was submitted for that issue. In 2021 the patient developed an infection and the already capped lead was not explanted at the time of the infection. The lead remains capped.